Event description:
It was reported that the device was explanted and replaced due to high pacing threshold. Patient was in good condition following the event.

Manufacturer narrative:
The reported field event of a threshold anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.